Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Device internal memory was reviewed. Customer informed how to successfully complete a device test. Customer misunderstanding of device behavior has been corrected.